Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 04feb2020.

Event description:
It was reported that the unit had a high blower temperature failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the air filter was clean, the blower was running and they were unable to duplicate the reported issue. The technician recommended that the customer replace the blower unless they can confirm something was draped over the unit that blocked air flow. The customer reported that they were unable to duplicate the issue. It was believed that a plastic accessories bag was covering the unit.